Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing elevated blood glucose level of 543 (mg/dl). While in the ER, customer was treated with intravenous saline. Customer was released approximately 5 hours later with bg levels stabilized to 160 (mg/dl).